Event description:
It was reported that after prepping the catheter, it was backloaded onto a guide wire outside of the pt. While loading it onto the guide wire, the tip of the catheter fell off. The product was not used.